Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). The biomed is requesting replacement gas delivery engine indicating during pre-use check the unit is displaying circuit occlusion with a continuous audible in adult mode. The biomed isolated issue to the expiratory pressure transducer on the gas deliver engine.

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. (B)(4). The user facility evaluated the device and identified a faulty expiratory pressure transducer on the gas delivery engine as the most likely cause in this alleged event. Carefusion advised the user facility to replace the gas delivery engine however on 02/17/2015 the user facility biomed reported that the device will not be repaired and has been retired from use.